Manufacturer narrative:
The product was returned for investigation. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. A risk review was completed, and no unanticipated risks, new failures, and/or new harms were identified. Further, there was no evidence in historical complaints review that instructions for use were inadequate or contributed to the occurrence of the failure. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation, that the subject device bending rubber adhesive section was chipped. There was no patient involvement.